Event description:
It was reported that this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This correction supplemental report was submitted with an additional as-reported device code added to the device codes table in report section h6.

Event description:
It was reported that this this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead had remained in the unipolar pacing and sensing configuration since the high out of range pace impedance measurement greater than 3000 ohms and the associated lss that occurred in 2021. There were recent stored electrograms showing noise due to the unipolar sensing configuration. The noise was oversensed resulting in brief instances of pacing inhibition. The patient was noted to have experienced instances of dizziness that correlate with the pacing inhibition, but they did not experience syncope. The hcp indicated the noise was not reproducible with isometrics testing in the bipolar configuration. The rv lead diagnostics, including unipolar pace impedance and threshold measurements, which were performed by the hcp were appropriate. The hcp reprogrammed the rv lead to a unipolar pacing and bipolar sensing configuration and sensitivity programming was changed from automatic gain control (agc) to a fixed value. The hcp will continue to monitor the patient. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead had remained in the unipolar pacing and sensing configuration since the high out of range pace impedance measurement greater than 3000 ohms and the associated lss that occurred in 2021. There were recent stored electrograms showing noise due to the unipolar sensing configuration. The noise was oversensed resulting in brief instances of pacing inhibition. The patient was noted to have experienced instances of dizziness that correlate with the pacing inhibition, but they did not experience syncope. The hcp indicated the noise was not reproducible with isometrics testing in the bipolar configuration. The rv lead diagnostics, including unipolar pace impedance and threshold measurements, which were performed by the hcp were appropriate. The hcp reprogrammed the rv lead to a unipolar pacing and bipolar sensing configuration and sensitivity programming was changed from automatic gain control (agc) to a fixed value. The hcp will continue to monitor the patient. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This correction supplemental report was submitted with an additional as-reported device code added to the device codes table in report section h6. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in (B)(6)2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this this single chamber pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pacing and sensing configuration. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the minute ventilation (mv) sensor signal due to the high impedance state. As a result, the mv sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is possibly due to a device header spring contact issue, but they should bring the patient into the clinic to test the rv lead in the bipolar configuration to see if the out of range pace impedance value can be reproduced. Ts noted that if the issue cannot be reproduced, they may want to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead had remained in the unipolar pacing and sensing configuration since the high out of range pace impedance measurement greater than 3000 ohms and the associated lss that occurred in (B)(6) 2021. There were recent stored electrograms showing noise due to the unipolar sensing configuration. The noise was oversensed resulting in brief instances of pacing inhibition. The patient was noted to have experienced instances of dizziness that correlate with the pacing inhibition, but they did not experience syncope. The hcp indicated the noise was not reproducible with isometrics testing in the bipolar configuration. The rv lead diagnostics, including unipolar pace impedance and threshold measurements, which were performed by the hcp were appropriate. The hcp reprogrammed the rv lead to a unipolar pacing and bipolar sensing configuration and sensitivity programming was changed from automatic gain control (agc) to a fixed value. The hcp will continue to monitor the patient. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently returned to boston scientific. No other information was provided. No patient symptoms or adverse patient effects were reported.